Event description:
It was reported high, out of range, pacing lead impedance and intermittent loss of capture were observed. The device was reprogrammed. Dft testing was successfully performed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the lead was capped and replaced using laser extractions during a device replacement for normal elective replacement indicator. No adverse consequences were reported during and after the procedure.